Event description:
Reference manufacturing report number: 1627487-2019-02222.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-02222. It was reported that during the patient's scs system implant, the patient lost motor function in the lower extremities. The physician confirmed there was no hematoma. The patient was taken back to the operating room on the same day to attempt to regain motor function in the lower extremities but this was unsuccessful. Follow up identified that the patient suffered a spinal cord injury during surgery. No further information is known at this time.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-02222. Additional information received indicated the patient is going to physical therapy and has begun walking.